Event description:
There was a failure of the endoprosthesis to fully deploy. The endoprosthesis device's deployment string was broken during the placement of the viabahn endoprosthesis in the patient's sfa (superficial femoral artery). Attempts to find and remove the deployment string failed. The patient was transferred to the or for surgical removal of the device. An open fem-pop bypass was performed successfully. There has been no response from the manufacturer regarding this failure at this time.